Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6).

Manufacturer narrative:
Analysis results: the cause of the customer¿s complaint was a failed shaft press fit.